Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented into clinic for follow-up when non-sustained ventricular oversensing due to possible lead noise was observed. A decrease in pacing lead impedance and sense amplitude were also noted. The lead remains implanted. Patient monitoring will continue.